Event description:
Boston scientific crm received information that this left ventricular (lv) lead had moved back to the main body of the coronary sinus and exhibited elevated capture. The lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.